Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that during use of the farawave in the right atrium, the wire became stuck. No tissue was observed at the tip of the catheter or guidewire. A firm tugging removed the guidewire, and no other catheter malfunctions were identified. As part of troubleshooting, it was reported that attempts to advance the catheter were unsuccessful, requiring removal and retry with a new wire, which resulted in the same issue. The problem was resolved after replacing the farawave catheter. No patient complications occurred. The device is expected to return for laboratory analysis.